Event description:
The customer reported to olympus that there was an air/water aspiration problem that occurred in the colonovideoscope. The issue occurred during unknown event and unknown procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that there was whitish foreign material that the jet tube, and it cannot be denied that this endoscope may have been used in the procedure while this foreign material was present in this endoscope. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; jet tube has foreign objects; distal end cover has a crack; and adhesive on bending section cover or distal sheath rubber has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in the auxiliary water channel¿, was confirmed. A whitish foreign material was found inside the j-tube but could not be specified. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.